Event description:
Control solution tests were performed on the teladoc blood glucose meter to verify the device's accuracy. The results for control 1 and control 2 were outside the manufacturer's acceptable range using two different vials of test strips from the same lot. The patient did not seek or received medical attention as part of the malfunction.

Manufacturer narrative:
Out of range results were reported from the teladoc blood glucose meter. If the device is returned, an investigation will be conducted and a supplemental report will be submitted.